Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("severe vaginal bleeding/ chronic blood loss"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ chronic blood loss") and haemorrhagic anaemia ("anemia due to chronic blood loss") in an adult female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight increased ("weight gain"), migraine ("migraines") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingo oophorectomy), surgery (endometrial ablation), surgery (d&c on (B)(6) 2016 and endometrial ablation on (B)(6) 2016), fluid replacement (blodd transfusion) and surgery (laparoscopi gastric sleeve). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, haemorrhagic anaemia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, rash, pruritus, fatigue, weight increased and weight decreased outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, she was admitted for abnormally severe vaginal bleeding, as part of her treatment during this admission, she had to undergo two blood transfusions. Additionally, a dilation and curettage was performed in an attempt to stop bleeding. Unfortunately, the dilation and curettage did not work as patient continued to experience severely heavy vaginal bleeding, in (B)(6) 2016, she was readmitted and again had to receive two blood transfusions. However, in an attempt to stop the bleeding during this admission, she had an endometrial ablation. Again, despite treatment, symptoms did not improve and, as a result, in (B)(6) 2016, she met with physician to discuss various treatment options. Pathologic diagnosis: uterus and bilateral fallopian tubes. Gross description: the tubes are amputated. Within the lumen of the tubes are bilateral metallic spring like coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.4 kg/sqm. Abdominal x-ray - on an unknown date: correct positioning of the essure microinserts in (B)(6) 2014, an hysterosalpingogram test was attempted, but had to be stopped due to the radiologist's inability to advance the catheter into pateint's uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, anemia, vaginal bleeding, headache most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: events migraines, weight loss and anaemia due to chronic blood loss added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("severe vaginal bleeding/ chronic blood loss/ abnormal bleeding(vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ chronic blood loss/ abnormal bleeding (menorrhagia)") and iron deficiency anaemia ("anemia due to chronic blood loss") in an adult female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, asthma, chlamydial cervicitis, gonorrhea and thyroid disorder. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse/ painful sexual intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue") and migraine ("migraines") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (d&c on (B)(6) 2016 and endometrial ablation on (B)(6) 2016, endometrial ablation, laparoscopic gastric sleeve and total hysterectomy and bilateral salpingo oophorectomy) and blood transfusion. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, iron deficiency anaemia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, pruritus, weight increased and weight decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, rash and migraine had resolved, the headache had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, she was admitted for abnormally severe vaginal bleeding, as part of her treatment during this admission, she had to undergo two blood transfusions. Additionally, a dilation and curettage was performed in an attempt to stop bleeding. Unfortunately, the dilation and curettage did not work as patient continued to experience severely heavy vaginal bleeding, in (B)(6) 2016, she was readmitted and again had to receive two blood transfusions. However, in an attempt to stop the bleeding during this admission, she had an endometrial ablation. Again, despite treatment, symptoms did not improve and, as a result, in (B)(6) 2016, she met with physician to discuss various treatment options. Pathologic diagnosis: uterus and bilateral fallopian tubes. Gross description: the tubes are amputated. Within the lumen of the tubes are bilateral metallic spring like coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.4 kg/sqm. Abdominal x-ray - on an unknown date: results: correct positioning of the essure microinserts. In (B)(6) 2014, an hysterosalpingogram test was attempted, but had to be stopped due to the radiologist's inability to advance the catheter into patient's uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, anemia, vaginal bleeding, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received, reporters address updated, events outcome updated, concomitant drug and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("severe vaginal bleeding/ chronic blood loss"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/ chronic blood loss") and iron deficiency anaemia ("anemia due to chronic blood loss") in an adult female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In february 2016, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight increased ("weight gain"), migraine ("migraines") and weight decreased ("weight loss"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingo oophorectomy), surgery (d&c on (B)(6) 2016 and endometrial ablation on (B)(6) 2016), fluid replacement (blood transfusion) and surgery (laparoscopi gastric sleeve). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, dyspareunia, rash, pruritus, fatigue, weight increased and weight decreased outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in feb-2016, she was admitted for abnormally severe vaginal bleeding, as part of her treatment during this admission, she had to undergo two blood transfusions. Additionally, a dilation and curettage was performed in an attempt to stop bleeding. Unfortunately, the dilation and curettage did not work as patient continued to experience severely heavy vaginal bleeding, in mar-2016, she was readmitted and again had to receive two blood transfusions. However, in an attempt to stop the bleeding during this admission, she had an endometrial ablation. Again, despite treatment, symptoms did not improve and, as a result, in mar-2016, she met with physician to discuss various treatment options. Pathologic diagnosis: uterus and bilateral fallopian tubes. Gross description: the tubes are amputated. Within the lumen of the tubes are bilateral metallic spring like coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.4 kg/sqm. Abdominal x-ray - on an unknown date: correct positioning of the essure microinserts in november of 2014, an hysterosalpingogram test was attempted, but had to be stopped due to the radiologist's inability to advance the catheter into pateint's uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, anemia, vaginal bleeding, headache quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("severe vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, headache, dyspareunia, rash, pruritus, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, she was admitted for abnormally severe vaginal bleeding, as part of her treatment during this admission, she had to undergo two blood transfusions. Additionally, a dilation and curettage was performed in an attempt to stop bleeding. Unfortunately, the dilation and curettage did not work as patient continued to experience severely heavy vaginal bleeding, in (B)(6) 2016, she was readmitted and again had to receive two blood transfusions. However, in an attempt to stop the bleeding during this admission, she had an endometrial ablation. Again, despite treatment, symptoms did not improve and, as a result, in (B)(6) 2016, she met with physician to discuss various treatment options. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-rays - on an unknown date: correct positioning of the essure microinserts in (B)(6) 2014, an hysterosalpingogram test was attempted, but had to be stopped due to the radiologist's inability to advance the catheter into patient's uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.